Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off standards (20 miu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected. Please note, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2019, the patient presented to the facility for a colonoscopy procedure. The patient was tested on the consult hcg urine cassette as part of the pre-operation work and obtained a negative result. Confirmatory testing was not performed as the customer was not concerned with the negative result. The colonoscopy was not performed. No further information was available. Troubleshooting was conducted with the customer. The customer was advised on possible causes including deviations in storage, technique, and handling. The customer was also advised per limitations section in the package insert that this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.